Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was not working properly and the physician suspected that it had fractured. As a result, the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.